Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons are functioning properly and no damage on the keypad assembly. However, the insulin pump received with moisture damage at electronic assembly. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a moisture on the insulin pump and keypad anomaly. The customer's blood glucose level was 404mg/dl. The customer was treated with bolus. The troubleshooting was performed. The customer stated that the insulin pump was expose to fluid and the buttons are on/off working and was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.